Event description:
The patient presented with a stenosis within the iliac artery which was intended to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis. It was stated that the iliac artery was much calcified and that the artery indicates some plaques. It was reported to gore that after a gore® viabahn® vbx balloon expandable endoprosthesis (bxa095902e) was successfully implanted at the target lesion, a rupture of the iliac artery was noticed. As contrast outside the vessel was visible at the distal end of the implanted medical device, a second gore® viabahn® vbx balloon expandable endoprosthesis (bxa075902e) was successfully implanted which however didn¿t treat the entire length of the ruptured vessel. Consequently a third gore® viabahn® vbx balloon expandable endoprosthesis (bxa095902e) was successfully implanted at the proximal end of the first implanted medical device which however didn¿t solve the issue that still contrast was visible outside the vessel. As the patient also suffered from an abdominal aneurysm, the aneurysm was excluded with an unknown which relined the ruptured vessel successfully.